Event description:
During a surgery, the software froze on and the system had to be rebooted. There may be a correlation with the surgeon having issues with the screw placement and the software freezing. It may be related to a bad monitor.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier investigation revealed that there was no system malfunction. After investigation by the software team, it was determined that this was not a software failure. It was a monitor sensitivity failure. However, when the issue was further evaluated at the customer location, it was determined to be a monitor issue and not a sw freeze. This complaint is in relation to globus pn: 6143.3100.0949 - touch monitor. The monitor is manufactured by globus' supplier - canvys. The touch sensitivity of the monitor was insufficient to detect touches when operating with the gps monitor drape installed, and while the user was wearing 2 pairs of surgical gloves. Response of the monitor can either be intermittent or non-responsive when the touch sensitivity setting is not set correctly. The root cause of the monitor being shipped to globus without appropriate sensitivity settings applied is that there was no specification which instructed the supplier (canvys) to make sensitivity adjustments. Without instruction, the monitor is shipped to globus with its off-the-shelf settings applied. These ots settings are known to be insufficient for all 3 drape/glove scenarios that are required for the gps excelsius product: 1. No drape installed and no use of surgical gloves. 2. Drape installed while wearing 1pair of surgical gloves. 3. Drape installed while wearing 2 pairs of surgical gloves. On october 18, 2017, it was verified that a monitor would not respond appropriately when the drape was installed and while 2 pairs of surgical gloves were being worn. Upon making the sensitivity adjustment, the monitor worked as intended in all 3 scenarios listed above. This effectively recreated the situation discovered in the field and verified the corrective action was appropriate. Two of the monitors had already been deployed to the field, so CAPA-17-0017 has been initiated to manage the field correction required, and a field procedure was released per dc0_0204 (field procedure, monitor update) to describe the required steps for making the correction. This oco releases 6143.9200.2687fp, which instructs a field service engineer (fse) how to update the touch sensitivity settings while in the field. During this procedure, the fse performs a verification with the monitor drape installed and while wearing 2 pairs of surgical gloves to ensure sensitivity settings are appropriately set. No further action required. Refer to CAPA-17-0017 and dc0-0204 for all further information required. The cause of the reported issue was traced to user technique.